Manufacturer narrative:
Service determined the main power supply, processing module (part number a-30103383-01) the likely cause for observed smoke. The main power supply, processing module (part number a-30103383-03) was installed to replace part number a-30103383-01. Installation of the main power supply, processing module (part number a-30103383-03) resolved the issue. Return testing was not completed as returns were not available. A review of the alinity I processing module, serial number (B)(6) service history, revealed no additional issues of smoke from a part reported on the (B)(6). A review of tracking and trending did not find any related trends of the main power supply, processing module or the alinity I processing module with regards to the complaint issue. The device history record was reviewed and identified no non-conformances or deviations associated with the complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for the main power supply, processing module and the alinity I processing module, serial number (B)(6).

Event description:
When the field service engineer turned on the alinity I processing module at the customer¿s site, a small amount of smoke was seen coming from the main power supply. No injuries or physical damage reported. No impact to patient management or user safety reported.

Event description:
When the field service engineer turned on the alinity I processing module at the customer¿s site, a small amount of smoke was seen coming from the main power supply. No injuries or physical damage reported. No impact to patient management or user safety reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.